Event description:
It was reported that the micro sagittal saw heated up during a routine equipment eval at the user facility, by a MFR's service tech. There was no pt involvement and there were no injuries or adverse consequences.

Manufacturer narrative:
The device is not available for eval.